Event description:
Problem occurred while ventilator was connected to the patient. Patient indicated there was a problem with vent and when nurse disconnected tubing from their trach, there was "no flow from machine". The family had back up vent ready to use, so one person bagged patient while vent was swapped out. No adverse reaction noted by nurse or family member reported that no alarms were activated at time of problem. No allegations of vent causing patient harm. No inop alarm activated - no other alarms notied. Was on ac power at time of event, in used with humidifier.